Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation of tumor in the lung, the plate of the electrode resulted a burn in the region next to the virile and a scrotal bag of the patient. The patient was in follow-up with dermatologist and plastic surgery. There was a prolonged hospitalization for a further 24 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation of tumor in the lung, the plate of the electrode of a device resulted a second degree burn in the region next to the virila and scrotal bag of the patient. It was noted that the generator emitted an alert and stopped the cycle, the return electrode was massaged, the compresses were taken and the cycle continued normally until the end. The patient was in follow-up with dermatologist and plastic surgery. There was a prolonged hospitalization for a further 24 hours.